Manufacturer narrative:
(B)(4).evaluation summary. The unit was returned to the analysis site due to the ex holster is giving multiple error codes. The analysis site confirmed the customer complaint and during testing it was determined that contamination was causing the unit to display error codes confirming the customer complaint and to correct the complaint the analysis site replaced two drive shafts and two bushings due to contamination. The bottom motor mount was cracked and was replaced and per the service manual, service tests were performed with no functional faults found and the unit passed all tests. The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
It was reported that the customers ex holster is giving multiple error codes, they changed probes and continued to get the error. They changed holsters using the same probe and were able to complete the case with no consequence to the pt.